Manufacturer narrative:
The device was not returned for analysis and the complaint of inadequate stimulation could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable root cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that stimulation was not adequately covering the patients pain despite several attempts at reprogramming. Patient then underwent a revision procedure where the lead was moved. Post revision there were still difficulties covering the patients pain with stimulation, and the rep will attempt a reprogramming at a future date. Additional information was received that post-operatively the patient was feeling stimulation in the targeted pain areas, but it is unknown if it was providing adequate pain relief.

Manufacturer narrative:
Correction to initial and follow up 1 MDR in block a1: identification removed.

Event description:
It was reported that stimulation was not adequately covering the patients pain despite several attempts at reprogramming. Patient then underwent a revision procedure where the lead was moved. Post revision there were still difficulties covering the patients pain with stimulation, and the rep will attempt a reprogramming at a future date. Additional information was received that post-operatively the patient was feeling stimulation in the targeted pain areas, but it is unknown if it was providing adequate pain relief.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was not adequately covering the patient's pain despite several attempts at reprogramming. Patient then underwent a revision procedure where the lead was moved. Post revision there were still difficulties covering the patients pain with stimulation, and the rep will attempt a reprogramming at a future date.